Event description:
Repair center: alleged low o2 and key is the sieve is dusted. Per independent repair center statement, low o2. The key failure was that the sieve bed was dusted. Other issues were that the pilot valve was alarming/shut down and the power switch had no audible alarm.